Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer experienced multiple cubie failures, occurring six times over the past two weeks. Nursing was unable to correct the issue. Pharmacy was unavailable for 24 hours, which prevented nursing from accessing medications when the drawer failed during pharmacy downtime. Pharmacy was eventually able to recover the drawer after multiple machine restarts and unloading and replacing cubies; however, the same cubies continued to fail. Pharmacy swapped cubie pockets and attempted further fixes without success. Cubies b3, b5, b6, and e1 were all replaced but continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer experienced multiple cubie failures, occurring six times over the past two weeks. Nursing was unable to correct the issue. Pharmacy was unavailable for 24 hours, which prevented nursing from accessing medications when the drawer failed during pharmacy downtime. Pharmacy was eventually able to recover the drawer after multiple machine restarts and unloading and replacing cubies; however, the same cubies continued to fail. Pharmacy swapped cubie pockets and attempted further fixes without success. Cubies b3, b5, b6, and e1 were all replaced but continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the device had no failures. The fse logged into cubies to check for debris and confirmed no debris was present. The fse reseated the cables, reinstalled the cubies, powered off the device, reseated the rear cables, rebooted the device, and tested it in the hardware test application (hta). The system functioned as intended after the field service engineer assessed the device.